Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), it appeared that the needle was still visible and did not retract as intended back into the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. No damages or defects were observed that would result in the reported needle mechanism failure. The cause of the event could not be determined.